Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy and subsequently died. On an unreported date, the patient began treatment with injections of vancomycin (1 gm, frequency and route not reported) and injections of fortum (1 gm, frequency and route not reported) for the peritonitis. The cause of the peritonitis was a break in aseptic technique. It was reported the patient was not hospitalized for the event. On an unreported date, the patient passed away. It was not reported if pd therapy was ongoing until the time of death. The cause of death was reported to be peritonitis. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a break in aseptic technique which resulted in peritonitis where the patient eventually passed away. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed; therefore, the problem of breach in aseptic technique was not confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.